Event description:
The rptr did meter to lab comparison tests. Meter reading was 192 mg/dl. One hour later rptr went to the lab and was tested. The result of the lab test was 492 mg/dl. Rptr did not have any symptoms. The rptr checks the test strip confirmation dot for enough blood when testing. A control solution test was done with new strips; read 138, high out of range. No harm was alleged.